Event description:
Additional information received reported that the event was ¿purely a scheduling issue,¿ there was no device issue at all, the device was working ¿well.¿ the patient was refilled, refill date was not known, and was doing well. It was noted that the patient ¿always bypasses the physician¿s office and goes to the emergency room.¿ ¿they call him a frequent flyer.¿

Manufacturer narrative:
Product ID: 8709, lot# j0058181r, implanted: (B)(6) 2002, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had come into the emergency room (ER) experiencing "altered mental status" and had a seizure. It was found that the low reservoir alarm date was (B)(6) 2013. It was stated that the patient was likely experiencing baclofen withdrawal and there would most likely not be enough drug in the pump to last a few days. The patient was also experiencing high blood pressure, pain, return of severe back spasms, and the beginning stages of "rhabdo". The patient had a second seizure while traveling from the ER to the critical care unit (ccu). At that time, the patient "coded" and was intubated. The patient was also given "several medications to help stabilize him." It was found that the reservoir only contained 1.1ml of drug. The patient was put on valium to manage the withdrawals and a refill was performed that night. On the morning after the patient was doing better, he was responsive, his blood pressure was normal, and his "ck" was going down. The device system was delivering baclofen and infumorph.